Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a resume pump alarm occurred. Subsequently, the customer was unable to resume insulin as the touch screen was unresponsive. Customer¿s blood glucose (bg) value was 53 mg/dl. Customer alleged that the decrease in bg level was due to the resume pump alarm. Customer consumed juice to address low bg. Reportedly, the customer reverted to manual injections for insulin therapy.